Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically melted but not breached. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. The analyst noted the outer insulation had melts at 20.5 cm and 36 cm, extrinsic damage. The proximal conductors were distorted from sutures at 36.5 cm and 40 cm, extrinsic damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that eleven weeks post implant the right ventricular (rv) left bundle branch lead helix had dislodged from the myocardium. The lead was removed and replaced. Post removal inspection of the lead displayed a worn shiny appearance where near the proximal end of the lead two indentations with a small gap between the two was observed. It was believed to have originated from the sutures that were sewn around the suture sleeve. No patient complications have been reported as a result of this event.